Manufacturer narrative:
One (1) xconnector driver, x20 (product code: 2894-10-300, lot # nw144669), one (1) sfx, 5.5, ti, med, size a5 (product code: 1867-01-405, lot # om9005), two (2) mmsi rod, 5.5 x 35mm, ti (product code: 1797-62-035, lot # bd13cs7) and one(1) sfx torque handle (product code: 2894-10-150) were returned to the complaints handling unit (chu) for evaluation. Visual examination at the macroscopic level reveals that the fracture of the returned poly driver from the lot nw144669 had fractured at the driver¿ distal tip. The fractured second half of the tip was not provided with the part for evaluation. The fractured surface of driver from the lot nw144669 reveals plastic deformation at the hexlobes and torsional shear markings following a circular pattern. The plastic deformation at the hex lobes indicates a torsional overload. This suggests the driver underwent a quasi-static torsional shear failure starting at the hex lobes and is extended around the cannulation. No material defects or other abnormalities were observed in this analysis. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. A definitive root cause cannot be determined for the tip breaking of xconnector driver intra-operatively. However, the fracture analysis report suggests the driver underwent a quasi-static torsional shear failure starting at the hex lobes and is extended to the center of the shaft, the potential fracture termination site. Although not proven, the quasi-static torsional shear failure of the driver can be attributed to the over torquing of the torque handle, due to it¿s out of calibration condition. This condition is the result of wear from usage over time and possibly the result of poor care and handling by the customer as evident by the observed gouges and impaction marks on the device. The sfx, 5.5, ti, med, size a5 (product code: 1867-01-405, lot # om9005), two (2) mmsi rod, 5.5 x 35mm, ti (product code: 1797-62-035, lot # bd13cs7) are considered concomitant devices. These devices exhibited significant tool marks, consistent with surgical usage. There is no indication that these devices caused or contributed to the event. As there has been no issue identified in the manufacturing or release of the devices that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A surgery to implant a sfx to the l4/5 for l4 spondylolisthesis was performed on (B)(6) 2016. During the surgery, when the surgeon performed the last fixation of the sfx left set screw, the tip of reported torque driver shaft (2894-10-300) was fractured. The surgeon could not remove the tip as it was left inside the screw hole. Therefore, the surgeon removed and collected the fixed connector and rods which are reported (1894-01-405 / 1797-62-035 x 2) in order to avoid the tip being left in patient's body. The surgeon could not perform torque counter as there was no room at target area. Since the surgeon had experienced a similar fracture trouble last week, he checked carefully that the tip of driver was inserted straightly and screwed it slowly, but it was fractured while a torque was applied. The surgery was successfully completed with a 30 minutes delay. There were no patient injury / consequences.